Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was found to have a bump caused by a manufacturing error.

Event description:
It was reported that the catheter was found to have a bump caused by a manufacturing error.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A red rubber lubricath foley catheter was returned without its original packaging. The catheter was found have a large bump where the eyelets should be. The root cause of this failure is program error during the automatic finish dip machine process due to which the 1st latex out step was too fast, resulting in excess pick-up leading to a bump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.